Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator prior to distribution.

Event description:
It was initially reported that the patient had their lead replaced due to a lead break when the implant card was returned to the manufacturer. The patient had their generator replaced during the same surgery. X-rays were taken but they will not be returned to the manufacturer for evaluation. There was no reported trauma. The lead issue was not known until the patient was having surgery for their generator replacement. The patient was seen following replacement and is doing fine with diagnostics within normal limits. The generator and lead were return to the manufacturer for evaluation. Product analysis is planned but has not been completed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator or lead prior to distribution.

Event description:
Additional information was received that product analysis was completed on the generator and lead. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Note that a large portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. A section of the returned lead portion had a twisted appearance, suggesting patient manipulation may have occurred. With the exception of the abraded outer and inner tubing openings, the condition of the returned lead portion is consistent with those that typically exist following an explant procedure. No other obvious anomalies, beyond the abraded openings, were noted except for the twisted appearance of the lead assembly in one area of the abraded openings. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portion of the device. Abraded openings on two adjacent sections of inner tubing created a condition whereby the exposed conductive coils could come in contact with each other. Note that since a large portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure related to the event is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.